Manufacturer narrative:
No product was returned for investigation. A correlation between the device and the report of a suspected stroke could not be conclusively determined. The submitted system controller log file contained data from (B)(6) 2017 12:04:14 pm through (B)(6) 2017 09:41:54 am. The pump operated as intended above the low speed limit with no atypical alarms throughout the duration of the captured data. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 9 months.  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted with hemorrhagic stroke on (B)(6) 2017. It was reported that the patient passed away over the weekend after care was withdrawn. Additional information was requested, but was not provided.